Manufacturer narrative:
Note: further device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a united kingdom patient. It was reported the patient experienced an allergic reaction that included inflammation and discharge at an unspecified wound site. In turn, a debridement procedure was performed to address the issue. Following the procedure, the wound was treated for several months to assist with the healing process.